Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore ,consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that sensor did not have an electrode and therefore did not work. The customer changed sensor and appears to work ok. Customer's blood glucose was unknown mg/dl.